Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was confirmed and reproduced while running a loaded set. Evaluation determined the cause was an out of specification downstream tubing guide depth. The downstream tubing guide was calibrated to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the emergency department. It was also reported there was no patient injury.